Manufacturer narrative:
The following caution statement is in the operations manual: "the push handles were designed for use while transporting the stretcher. Avoid using other parts of the stretcher as push/pull devices because damage could occur." The reported condition is most likely due to customer misuse of using the IV pole and IV pole weldment to move/push the stretcher.

Event description:
It was reported the IV pole weldment was broken resulting in sharp metal edges.